Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer's blood glucose was 123 mg/dl. It was reported that customer was not able to exit the "preparing to prime" loop. Insulin pump will be replaced.

Manufacturer narrative:
Insulin pump received with normal operating currents, passed the self test, unexpected restart error test and displacement test however, insulin pump alarmed compromised force sensor system during the prime test at 4 pounds due to faulty force sensor resistor. Unable to perform the basic occlusion test, occlusion test, and excessive no delivery tests, or verify any motor error alarms due to compromised force sensor system alarm. No displacement anomalies noted. The motor was tested outside the device and passed. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.